Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd implant date (B)(6) 2016; esbf3214c103e stent graft implant date (B)(6) 2020; etlw1616c93e stent g raft implant date (B)(6) 2020; etlw1616c124e stent graft implant date (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.